Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the blue sheath of the 3pk n5 hook for hook handle (cev2295a) melted and the blue melted part fell into the patient's abdomen. There was no consequence for the patient as the small part were retrieved. No surgical delay was reported.

Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was not returned for evaluation and lot number information has not been provided; therefore, an investigation for cause was unable to be performed, and manufacturing records could not be reviewed. A definitive root cause could not be determined; however, a probable root cause for the damage was likely due to the use of voltage setting being too high. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a